Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek inrange meter serial number mg00202128 compared to the stago laboratory method. The result from the meter was 3.7 inr. The result from the laboratory within 3 hours was 2.14 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strips were requested for investigation, however, the test strips will not be returned. No product has been received at this time. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient has antiphospholipid antibodies (apas). Product labeling states: "the presence of antiphospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The investigation did not identify a product problem.